Event description:
A certified scrub tech was reloading the linear cutter during a procedure. The stapler discharged and fired staple into the employee's left finger.what was the original intended procedure?nadevice #1is this a laboratory device or laboratory test?no